Event description:
It was reported that the portex blue line classic tracheostomy tube exhibited a defective ring that passed through the fastening velcro. This issue caused the product to be loose around the patient's neck. The customer tried to solve the issue by placing a drop of glue. This did not fix the issue. The product was used in this state by the patient. No patient injury or complications were reported in relation to this event.